Event description:
It was reported to philips that the system failed to emit x-rays with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed on same system with a delay less than 20 minutes, after reconnecting the cable at the table base. The philips remote service engineer (rse) analysed the system with the help of customer and found that the connector was found to be disconnected and one of the screws that hold the cable to the table connector was lost. The rse recommended that the customer reconnect and secure the cable appropriately. Subsequently, a field service engineer (fse) went onsite and replaced the wired footswitch and returned to philips for further analysis. The analysis confirmed that the connector was defective due to which the system was failed to emit x-rays with the footswitch. The failure of the wired footswitch can be attributed to the issues resolved in medical device correction z-2587-2023. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available after reconnecting the cable at the table base and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.